Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, non-sustained ventricular oversensing episodes which appeared to be due to cross talk. The atrial pacing appeared to be on the ventricular channel and episodes appeared to display rv lead noise. The secure sense was programmed to appropriately diagnose noise rather than ventricular tachycardia. The clinician was unsure if any re-programming changes will be made. Patient was to be brought into clinic for further testing for the rv lead noise. No further information available.